Manufacturer narrative:
(B)(4). G2: japan. H6: mechanical (g04) ¿ drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill tip was fractured during use. All fragments were retrieved and another drill was used to complete the procedure with a minor delay. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. A visual inspection was conducted on the returned product. The product show signs of attempted use on the drill including marking and scratching on the drill surface. Further inspection shows that the drill has fractured near where the fluted portion of the drill meets the drill base. A dimensional analysis was conducted on the returned drill. The fractured drill was found to be within specification. The complaint is confirmed. A determination cannot be made as to what caused the drill to fracture. Review of the certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.